Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that, one day after implant, the implantable cardiac monitor (icm) device recorded loss of signal in pause episodes. The device remains in use. No patient complications have been reported as a result of this event.